Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that a bd posiflush¿ sp syringe was missing scale markings. No report if serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: no.

Event description:
It was reported that a bd posiflush sp syringe was missing scale markings. No report if serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: no sample was returned, but a photo was received for evaluation. Missing label, has been confirmed thanks to the provided picture. The information of the lot number history for this complaint has not been possible determined, since the batch number is unknown. No trend is observed for this defect on the reported product family. This is a very unusual circumstance because labels¿ presence on the syringe barrel is 100% inspected in the manufacturing process. Those syringes with no label are rejected by the machine. In this case, due to a punctual failure in the detection system, this syringe without label was not detected. Based on our stringent sampling inspection, we are certain that the probability of occurrence of this non-conformance is really low and this should correspond to an isolated case.

Event description:
It was reported that a bd posiflush¿ sp syringe was missing scale markings. No report if serious injury or medical intervention.